Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. Testing revealed that this is a known software issue. The site was made aware that pressing the "spacebar" is necessary to launch the application. No further system checkout or part analysis was performed.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system shut down twice while in a case. The site rebooted both times and finished up the case after the second reboot. The shutdowns occurred before any spins were taken. There was no beeping or fuses blown during shut down. There was no patient impact reported and a delay to surgery of less than one hour.